Event description:
Implant didn't achieve osseointegration, pain. Patient had 2 implants placed, other one stayed in place.

Event description:
Implant didn't achieve osseointegration, pain. Patient had 2 implants placed, other one stayed in place.